Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the heater flex board in the insertion section is broken, resulting in improper heating function, and the fiber bonding in the outer tube is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the heater flex board in the insertion section is broken, resulting in improper heating function. The fiber bonding in the outer tube is damaged, and based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had an e114 anti-fog function failure. The issue was found during inspection for use. There were no reports of patient harm.